Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction bolus via pump was administered to address the bg level.customer loaded several new cartridges to resolve the issue however the cartridge alarm kept recurring. The customer continued to use the pump for insulin therapy and has manual injections if needed. The customer was interested in obtaining a loaner pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.